Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.